Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a systemic infection. The device and leads were explanted and will be replaced at a later date when the infection has been treated. No further patient complications have been reported as a result of this event.